Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va19u6b, product type: lead; product ID: 924256, lot# 082218716a, product type: accessory; product ID: 924256, lot# unknown, product type: accessory; product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 3389s-40, lot# va19u6b, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that during the implant procedure, the silicone pads on the clip fell off which caused the electrode to pinch off.

Manufacturer narrative:
Analysis of both leads (lot # va19u6b) revealed damage of the leads outer insulation at the depth stop site. Good impedances. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits the conclusion and results eval codes were updated and are applicable to both leads (lot # va19u6b). The methods eval codes are applicable to both leads upon further review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The result code is applicable to lead (lot # va1a400). The conclusion code was updated and is also applicable to the lead (lot # va1a400). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the low impedance issue had been resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot # va19u6b, product type lead; product ID 3389s-40, lot # va19u6b, product type lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during the surgery, it was found that both leads had low electrode resistances. The leads were replaced as a result of the event. No further complications were reported or anticipated.